Event description:
Biomed reported a pca event and requested event log review. Ob pt was ordered to have meperidine pca, using a 60 ml syringe with a concentration of 10 mg per ml, to deliver a pca dose of 10 mg with a lockout of 10 minutes, no continuous dose, max limit of 240mg/4hrs, and bolus dose of 10mg. Hosp reported that pt's status was grave, however, no details were provided. Review of the device log showed that the user programmed the device using the selection choice "meperidine-dillon, _mg/ml, drug amount: 1mg, diluent volume: 60" instead of using the available dataset option of "meperidine 600 mg/60 ml". In addition, the log showed that user received guardrail alerts for concentration, dosing, and inadequate syringe volume during programming, and elected to proceed in response to each alert. Ultimately the infusion was programmed to a drug amount of 1 mg with a diluent volume of 60 ml, pca dose of 1 mg. Because the actual syringe concentration was 10 mg/ml, programming for a single pca dose volume resulted in a 60x drug error.